Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as burning, itchy, and sore due to wires digging in their back. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse practitioner prescribed a powder for the skin irritation, but the patient stated they did not use it. Follow up indicated that the skin irritation improved.